Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacing lead impedance of right ventricular lead has been increasing since implant. Lead was tested during device upgrade procedure and it was working fine. Physician decided to keep the lead in service and continue to monitor the lead. Patient¿s condition was stable.